Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 460 mg/dl. Customer's other blood glucose value was 330 mg/dl and 475 mg/dl and 390 mg/dl 222 mg/dl and 212 mg/dl. The customer experienced symptoms such as diarrhea, nauseated, vomiting, dehydration. The customer was treated with manual injection and insulin pump. The device was not expected to be returned for analysis.